Event description:
Customer reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on how to properly press the button and confirmed the issue persisted. As a resolution, technical support arranged for a replacement pump since the current one was under warranty, and the customer was advised to switch to multiple daily injections as a temporary backup therapy. The customer was also instructed to return the problematic pump via a pre-paid label and understood how to put the device into storage mode before sending it back.